Event description:
It was reported that the insulin pump had moisture damage. The customer mother reported that the her son had accidentally gone swimming with his insulin pump on and the insulin pump was not working at all. Advised the customer that the insulin pump would be replaced. Customer stated that the insulin pump had actually broken over the weekend and son had been without the insulin pump since then. No further information provided.

Manufacturer narrative:
Unit passed self test and displacement test. Unit had cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).